Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes an increase in battery current and "unnormal programming behaviour".